Manufacturer narrative:
The reported guide wire was received at csi for analysis. A visual examination confirmed that the spring tip proximal solder bond was fractured. Scanning electron microscopy analysis revealed axial deformation of the radiopaque coil at the solder bond, indicating that it had been contacted by the driveshaft while not spinning. The fractured core wire showed evidence of torsion, which was consistent with details reported to csi that stated the guide wire was removed from the back of the oad and the tip of the guide wire fractured off. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. The root cause of the wire fracture was considered to be device use that is not consistent with the instructions for use. The diamondback coronary orbital atherectomy system instructions for use manual states "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad driveshaft tip to prevent contact of the driveshaft tip with the guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
A workhorse wire was used to primary wire the left anterior descending (lad) artery and exchanged for the viperwire guide wire through a micro catheter. During advancement of the diamondback coronary atherectomy device (oad), wire position was lost and the oad and guide wire were removed from the patient's body. The vessel was re-wired with the workhorse wire. The viperwire was removed from the back of the oad and the tip of the guide wire unknowingly fractured off. The guide wire was re-inserted into the microcatheter and a distal lad perforation occurred. The wire was removed and there were no fragments left in vivo. An echocardiogram revealed no effusion, and the patient was in stable condition. The patient was kept overnight for monitoring.